Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that after blood collection the stopper fell off thus causing sample to spill with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: after collecting blood, the sst tube stopper fell off, causing blood to spill into the delivery basket.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood collection the stopper fell off thus causing sample to spill with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: after collecting blood, the sst tube stopper fell off, causing blood to spill into the delivery basket.